Event description:
It was reported that (1) device was used during a sigmoid procedure. It was reported by the rep that there were difficulties to close the tlc55 and the device would not cut or staple. Another instrument was used to complete the case. There was no pt consequence.